Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing and product development investigations were completed for the subject device subcomponents. Device history record reviews and a retrieval analysis were also performed. A definitive root cause of the complaint condition could not be identified, nor were any product design or manufacturing issues/discrepancies that may have contributed to the complaint condition observed. Please see the attached document for the full investigation results summary. Other number¿UDI: part number unknown, UDI is unavailable. The previously reported lot number is associated with one of the subcomponents of the device and is not the lot number for the finished, complete implant. The part and lot number of the subject device are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. This report is for an unknown prodisc implant/whole lot unknown. Lot number of 7380299 provided for component piece (superior plate medium deep, partial part number 09.820.035.2). UDI number is unknown. (B)(6). (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent anterior cervical discectomy and fusion (acdf) at c5-c7 on unknown date with non-synthes products for pain. Patient continued to experience pain and underwent cervical disc arthroplasty (cda) with prodisc-c at c4-c5 on unknown date. During surgery, it was noted that there was inadequate decompression in the area. Patient continued to experience chronic neck pain post-operatively. X-rays taken in november 2015 showed significant degenerative changes, development of posterior osteophyte, and possible loosening. A revision surgery was performed on (B)(6) 2016. Surgeon removed acdf implants and prodisc-c. Patient was revised to fusion using anterior cervical interbody spacer (acis) peek and skyline cervical plate. Revision surgery was successfully completed without complications or surgical delay. Patient is doing well post-surgery. This report is for an unknown prodisc implant. This is report 1 of 1 for com-163112.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.